Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter and controls. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs plus meter serial number (B)(4) for 3 patients compared to a laboratory method of owren's pt. From the data provided 1 patient had discrepant results. The result from a capillary sample tested on the meter was 7.3 inr and the result from a venous sample tested in the laboratory was 9.6 inr. The meter and laboratory results were within 5 minutes of each other. It was not clear if the result in question was reported outside of the laboratory but clarification has been requested.